Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jun-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1886821 of echo-19 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07 december 2023. The lab evaluation notes can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and kink observed approx. 1.2 cm from tip of needle sheath examined and hole observed approx. 1.7cm from tip of sheath stylet removed from device with no issue, stylet examined and no issue observed, stylet reinserted into device without issue, needle removed from the device and proximal kink observed below sheath extender. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue. An image was provided to support the complaint investigation. Distal kink of the needle can be observed a number of cm away from the tip of the needle. Also a slight damage of the sheath on the distal end can be observed. It should be noted that this file is related to another complaint files. For details of the other investigations please refer to: pr(B)(4) ¿ ¿device is damaged before use¿. Pr(B)(4) ¿ ¿use of damaged device¿. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1886821 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1886821. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is evidence to suggest that the customer did not follow the instructions for use, as the additional information received would indicate that the device was damaged on removal from packaging (q7) but the customer proceed with the procedure anyway. This will be investigated in another complaint file (pr 429438). Image review: an image was provided to support the complaint investigation. Distal kink of the needle can be observed a number of cm away from the tip of the needle. Also a slight damage of the sheath on the distal end can be observed. Root cause analysis: definitive root cause was established. During this investigation was established that the user kept the stylet fully in place during advancement of the needle into the lesion, this wasn¿t considered user error because the IFU that was attached with this lot# c1886821 had not yet been updated. The new ifu0101, which accompanies this device instructs the user to: ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture¿. The failure to retract/ pull back the stylet on advancement could have likely induced pressure on the needle which is likely to have caused the needle to bend distally approx. 1.2 cm from the tip of the needle and cascade the effect for needle piercing into the sheath approx1.7 cm form the tip of the sheath. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle penetrated the surface of sheath 1 cm from distal end during procedure. User retracted the needle and detected the kink on needle distal end. User then changed to another same device to complete the biopsy. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site. 2.5x2cm 2.5x2. 4. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260. . 5. Was gaining access to the targeted site difficult? Yes. . 6. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 7. Was needle penetration of the targeted site difficult? No. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? 0. 0 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.